Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No excessive no delivery alarm noted. The insulin pump was received with minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she currently had a blood glucose level of 439 mg/dl. Customer also reported that the insulin pump had recurring no delivery alarms. During a previous call, customer reported having a blood glucose level over 600 mg/dl and a no delivery alarm. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.